Event description:
A site reported to rxsight that prior to implant of a patient's light adjustable lens (lal, sn (B)(6)), the patient's capsular bag was torn during phacoemulsification. The implanted lal was first inserted backwards into the sulcus but was flipped to the correct orientation without complications.

Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).

Manufacturer narrative:
This supplemental report is submitted to provide a correction to section g4.